Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side implant rupture confirmed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: h6.

Event description:
Physician reported left side implant rupture confirmed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: lymphadenopathy.

Event description:
Physician later reported lymphadenopathy, diagnosed by MRI and ultrasound.

Event description:
Physician later reported lymphadenopathy, diagnosed by MRI and ultrasound.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Physician reported implant rupture and later reported ¿left "axillary" adenopathies (level I and ii) that could be in relation to siliconomas¿, diagnosed by MRI and ultrasound. Device has been explanted and replaced with non-allergan device. This relates to the left side.